Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by the patient not connecting to the patient line upon the initiation of therapy. The homechoice patient at-home guide instructs patients on the proper sequence of steps before pressing 'go' to start therapy. This review finds the labeling adequate for the potential use error(s) in this complaint. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) system error 2240. This error occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) by explaining that a large amount of air had entered into the disposable set and advised the hp to cycle power to clear the error. The tsr helped the hp get the cassette out of the door and informed her to start over using new supplies. Product surveillance contacted the hp on (B)(6) 2010. The hp stated the hc was working fine. She had not contacted the nurse so baxter advised she contact the nurse regarding the situation. No injury or medical intervention was reported.